Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1503 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and started to have pelvic pain 36 months after essure insertion. She was planning to remove essure. Pelvic pain is listed in the reference safety information for essure. Considering that essure may pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information will be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009, essure (fallopian tube occlusion insert) was implanted. It was a painful placement and the pain lasted 1 day. First placement went difficult. She started to have pain related complaints 36 months after insertion. She experienced pain in pelvis, pain during ovulation, pain during menstruation, lower back pain, and pain radiating to legs. On an unspecified date the consumer experienced depressive feelings, mood swings, heavier menstruation, pms (premenstrual syndrome), borderline. She had problems with movements, relation and/or family problems complaints. She contacted a doctor and visited a gynecologist and physical therapist. Control position of essure, and blood test, were performed but the results were not provided. MRI was done and showed lumbal arthritis (hernia in top of neck). She received treatment with medication, with psychologist, fes training (skills training emotion regulation disorder) and therapies (for depression), revalidation for hernia. Essure removal was planned. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and started to have pelvic pain 36 months after essure insertion. She was planning to remove essure. Pelvic pain is listed in the reference safety information for essure. Considering that essure may pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.